Event description:
It was reported that pump experienced malfunction alarm identified as malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, and confirmed that malfunction did not recur after reset; customer was advised to continue using pump and to call back if malfunction appeared again, and acknowledged these instructions.